Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and wear abrasion. A microscopic analysis was performed which identified: a striated opening on anterior, sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Sharp broken on posterior assessed as surgical impact. Additional, changed, and/or corrected data: b5, d4, d9, h3, h4, h6.

Event description:
Patient reported right side lump and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "lump" and rupture. Device remains implanted.